Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for spinal pain. On an unknown date, the patient had a computed tomography (CT) scan performed that revealed the catheter was not fully connected. The patient had been complaining that something was wrong with the catheter for the past couple of weeks. There were no known environmental, external, or patient factors that may have caused or contributed to the event. The managing hcp would be back on (B)(6) 2018. At this time, they would decide how to proceed from there. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. The previously reported patient code has been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-16, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It reported the catheter was partially explanted and replaced on (B)(6) 2018. The spinal segment remains in the patient after the pump segment was removed. The pump segment was replaced with an 8780. It was reported that the patient had seizures in (B)(6) 2018 and the physician believed that the catheter may have been damaged during those episodes of seizures. The patient was also experiencing withdrawal symptoms. A computed tomography (CT) scan confirmed the catheter damage. The issue was resolved at the time of this report. The pump contained morphine (2 mg/day, 32.5 mg/ml).